Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Current repair. Product evaluation. Product review of the electric dermatome sn (B)(6) by (B)(4) on 8 may 2020 revealed they couldn¿t get the device to stabilize. The rpms could not be recorded, the control bar was not in the correct position, the calibration was out at 0, and the 2in and 3in width plates were in bad shape. Product repair: repair of the device was performed by (B)(4) on 8 may 2020 which included replacement of the following: 2in and 3in width plates, motor, switch, plug harness assembly, eccentric shaft, various bearings, and various other parts. Additional repair included recalibration the device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during checkout before use there was intermittent, malfunction of powering on but not staying on. No harm, no delay was reported. No adverse events were reported as a result of this malfunction.